Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to clogging of nozzle, the air supply volume, the water supply volume, and the water removal ability did not meet the standard value. Additional findings were as follows: the connecting tube had foreign objects. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had a crack and a white-clouded area. Due to slipping-out of light guide bundle, the illumination was poor. The image guide protector was damaged. The forceps channel port was shaved. The universal cord, the objective lens, the plastic distal end cover, and the connecting tube, all had scratches. The adhesive around objective lens and the light guide lens were peeled. The connecting tube had a wrinkle. Due to damage on objective lens, the specified resolving power was not obtained. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.